Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed an intentional pump stop due to the pump stop button being pressed on the system monitor. Additionally, a specific cause for the reported infection as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 22:36:35 to (B)(6) 2021 at 6:58:49. On (B)(6) 2021 at 6:51:47, the pump stopped due to an intentional pump stop. The pump stop event was accompanied by intentional pump stop, low speed advisory, low speed hazard and low pump current fault and low flow and lvad off alarms. The pump restarted approximately 1 second later and pump rotor speed returned to the set speed. There were no other abnormal events captured ¿ the only other captured events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15jul2020. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Additionally, several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was given 6 weeks of intravenous antibiotics then switched to oral.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-02656. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a pump stop on (B)(6) 2021 and the patient was admitted for sternal debridement with muscle flap. It was denied that there were alarms. The pump stop button on the system monitor was pressed accidently. The patient was on volume overload and diuresis. Thrombus was not suspected as the patient had been bridged with heparin. The patient had been infected with enterococcus faecalis in (B)(6) and grew corynebacterium later on with purulent drainage, nonhealing wound. A low power alarm due to complete battery depletion was found on (B)(6) and (B)(6) (the patient waited too long to replace the battery).